Event description:
Cath pci (percutaneous coronary intervention)- nc emerge 4 mm/12mm balloon failed to deflate resulting in prolonged balloon inflation and "likely left main occlusion" intra-procedure, causing chest pain, st elevation, and hypotension. Resolved after md punctured the balloon to remove it.